Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: part:04.005.520s. Lot:7l23378. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:25 aug 2020. Expiration date: 01 aug 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 04.005.520. Lot number: 64p1373. Manufacturing site: mezzovico. Release to warehouse date: 18 aug 2020 .manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif surgery with pfna-ii xs nail, blade, locking screw. Infection was discovered around the implants on the night of (B)(6) 2023, so the implants were removed the following day on the 29th, and the infected area was excised. It was confirmed that bone union at the fracture site had been achieved. The surgeon opined that since it had been one and a half years since the implant was inserted, he did not think the infection was caused by the implants. The surgeon noted that the patient had diabetes and dementia, which could have been difficult to manage, and was also quite thin. No further information is available. This report is for one (1) lockscr ø5 l30 f/nails tan light green. This is report 3 of 3 for complaint (B)(4).